Manufacturer narrative:
H6, medical device problem code updated. Results of investigation: part of the reported device was received for evaluation. A visual inspection revealed it was not returned with any original packaging. The t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. Heavy bio debris is dried in the needle channel. A functional evaluation was performed on the returned device and found the actuator will not cycle due to the heavy dried bio debris in the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the t1 and t2 anchors of the fast fix 360 deployed normally but when the surgeon attempted to tighten the knot, the suture detached from both anchors. The suture did not appear to break and was not put under significant tension. Both implants remained in patient as they were extra capsular and it wasn't possible to remove them. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.